Event description:
Patient reported that after injection with juvederm ultra plus xc in the nasolabial folds and marionette lines, they experienced "severe pain" and several "nosebleeds". Subsequently follow up with the injector reported that symptoms occurred the following day and were limited to the right side only and were described as "internasal pain", "reddish" and swelling along nasolabial folds and marionettes, "petechia" at top of cheekbone directly under center of the eye, "sinus pain", and a bruise on tip of nose. The physician felt it was caused by product related "cellulitis". Three days after symptoms appeared, a medrol dosepak was prescribed for the swelling and oral cleocin was prescribed. The patient subsequently reported that the symptoms were not fully resolved, although they were "a little better". The patient did not resume the medications at that time. The injecting office has reported that the patient has since declined any further follow up appointments.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. The event of "severe pain", "nose bleeds", "internasal pain", "reddish", swelling, "petechia", "sinus pain", bruising and "cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions - as with all transcutaneous procedure, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal, anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at injection sites. Adverse effects - the most common injection - site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash. Bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. The onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs.